Event description:
It was reported that the patient was unaware that her blood glucose monitor and infusion device were not communicating. The patient experienced elevated blood glucose levels and was taken to the hospital and treated, but not admitted. The following day the patient's blood glucose level was over 700 mg/dl and she was taken to the hospital where she stayed for six days and received treatment. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.